Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a shipping box of coulter clenz cleaning agent that was damaged and leaking upon receiving. Less than 15 ml of the clenz agent was cleaned up with paper towels. Personal protective equipment (ppe) was not in use, but there was no exposure of clenz agent to eyes, mouth, or open wounds. No death or injury was associated with this event. No one sought medical attention.

Manufacturer narrative:
A replacement clenz agent was sent to the customer. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.